Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure the team had an incident with the four inch roller pump on the heart lung machine in the cardioplegia location. The team set up, primed and set occlusion without issue for a procedure on (B)(6) 2021. During the procedure it was noticed that the bag from which the cardioplegia solution was dripping a little bit - a loss of occlusion and the pressure was allowing the fluid to move forward. The team kept re-tightening the occlusion on the pump. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr spoke with the perfusionist who stated that the occlusion was set on the cardioplegia roller pump before the case and at the end of the case the occlusions were off and there was a slow drip. The perfusionist also stated that this had happened previously on 2-3 consecutive cases during a date range of (B)(6) to (B)(6). The fsr visually inspected and tested the roller pump and found no issues. The roller pump deflections and measurements were within specification. The roller pump occlusion knob moved freely and operated as expected. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia roller pump was not properly occluding. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.